Event description:
Customer called reporting unexpected negative reactions on the echo. A patient sample had an anti-fya identified in peg at ahg with 2+ positive reactions. The sample was run on another echo at the facility (m00357), and gave a positive reaction. ID testing was run on echo m00358 and gave negative reactions for all fy(a+) cells.

Manufacturer narrative:
A service call was made. Ran a screen assay on the patient sample in question; screen cell 1 was positive(2+). Ran a crrid assay on the patient sample in question and all cells came out negative. The probe was replaced. A screen and a ready ID assay were not run on the same patient sample; there was no serum left. The unit was tested and operated within specifications.